Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device during the night of (B)(6) 2013. Patient stated she changed the battery and the infusion device worked. Patient reported the infusion device now displays and e8 again. Patient stated she changed the battery cover and the device starts again but now none of the buttons on the device do not work. Patient reported experiencing no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result e8 was found in the history list. The softcomponents of the up button is lacerated. The damages did not influence the insulin pump functions. Also the buttons functionality is not affected and complies with the product specification. The customer removed the battery without setting the pump in stop mode before. As result the pump correctly triggered an e8 error message after restart. The problem mentioned by the customer is related to careless handling of the product.